Manufacturer narrative:
Device manufacture dates: monitor 2003. Electrode belt 2006. Device evaluations of monitor and electrode belt have been completed. The reported problem was not duplicated. Monitor and electrode belt both functioned normally. Monitor was found to have a broken end cap. The internal connectors at this end cap were replaced along with the end cap. The monitor was retested adn restocked. The root cause of the "adjust belt" message cannot be positively identified but was likely due to an intermittent connection problem between the internal connections near the end cap. The end cap damage was probably due to trauma. No adverse event resulted from the damaged monitor. Pt received a replacement monitor and electrode belt.

Event description:
A female pt called lifecor customer support to report that she was receiving constant "check belt" messages. Support confirmed that the belt was correctly positioned and the electrodes were touching the pt's skin. Support had pt removed the battery, disconnect the belt and then reconnect the belt. The device continued to give her the "check belt" message. Support sent replacement belt and monitor.